Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary for (B)(4): upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of a delta v reading greater than .211 v which occurred before explant. The eri is the result of high internal battery resistance. Performance data was collected from the device and analyzed. Battery depletion was indicated (eri) due to high battery impedance logged on (B)(6) 2010, prior to explant. Ramware version 8 installed on (B)(6) 2010.

Event description:
It was reported that the device reached elective replacement indicator (eri) and there may have been premature battery depletion. It was also reported that eri may have tripped due to the battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.